Event description:
It was reported that there was a foreign particle in the balloon of a small volume intermate device. The device was reportedly compounded with daptomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information was provided: lot 15c047 was manufactured between march 25, 2015 and march 27, 2015. Visual inspection was performed and particulate was observed in the reservoir of the device. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.